Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of over 600 mg/dl. Their blood glucose kept increasing. They didn't change the infusion set. At the emergency room they were treated with IV drip, lantice and novolog. They were released when the blood glucose was stable. They were wearing the insulin pump at the time of the emergency room visit but it was removed at the hospital. The customer's blood glucose at the time of the call was 114 mg/dl. The troubleshooting was performed by the customer's spouse since the customer could not see well. The drive support cap was recessed. Since the battery was out of the device for a while, assistance was provided with setting up the time, date, and resetting fixed prime. The device alarmed low battery and failed battery test. The customer didn't have a reservoir or tubing because they were out of insulin. No alarms were found from the day of the hospitalization. High pressure test passed. Nothing further was reported.